Event description:
The customer contacted beckman coulter (bec) and stated that they were running a startup and found a leak underneath the coulter lh 750 hematology analyzer. The volume of the leak was 10-20 ml and was not contained within the instrument. The customer stated that the leak was at fitting 119 from tubing that popped off the fitting on the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found tubing disconnected at feed thru 82 (ff82). The fse reattached the tubing that fixed the leak. The leak associated with this event was complete blood count (cbc) lyse reagent. Failure mode was attributed to disconnected tubing at feed thru 82 (ff82). (B)(4).